Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty placing the right atrial (ra) lead. At pre-discharge evaluation (pde), the ra lead exhibited high thresholds and no capture. The lead was turned off and was later explanted and replaced. The physician also had difficulty placing the right ventricular (rv) lead. At pde it was discovered that the rv lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.